Event description:
Customer reports the use by date on the compact test strip vial as 2008. Manufacturer's batch record confirmed the actual use by date to be approx six months later. No adverse event reported. Requested return of suspect device and replacement was sent.